Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device and external paddles were returned to zoll singapore for evaluation. Zoll medical singapore evaluated the device and the device performed to specification. The customer's report was verified and attributed to defective paddles. The item was returned back to the customer and no replacement was provided. Analysis of reports of this type has not identified an increase in trend.